Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Patient came in emergently with back pain and computed tomography (CT) showed a type 2 endoleak. The CT also revealed a decrease in overlap between the main body and proximal aortic extension. The physician elected to implant an infrarenal aortic extension to resolve the issue. The patient is in stable condition.